Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. 510k: preamendment. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the additive in a bd vacutainer® acd solution a blood collection tube had ¿color variation¿. There was no report of exposure, injury or medical intervention.